Event description:
Caller stated that he ate at approx 6:00 pm and tested at 7:00 pm with a result of 532 mg/dl. Customer stated that he had no high blood glucose symptoms. He reprots that he called the paramedics based on the high result and that the paramedics tested him at approx 250 mg/dl on their device. He was treated with what customer thought was saline solution and was transported to the hosp. He states that his blood glucose was still in the 200's mg/dl and that he was released 2 hours later. Requested return of suspect device and replacement was sent.